Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mrh femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this patient underwent what was most likely a tumor resection with implantation of a distal femoral and proximal tibial replacement with cemented stems. Approximately nine years after implantation the patient developed polyethylene wear and a fracture of the femoral component. Subsequently the patient developed aseptic loosening. I can confirm that the patient had a procedure with a tumor type prosthesis since I was able to see the x-rays. The x-rays are compatible with loosening of the femoral component. I cannot confirm any of the other surgeries because I have no documentation such as office notes, operation notes or sequential revision x-rays. The root cause of these events cannot be determined with certainty. The root causes of polyethylene wear are multifactorial including surgical factors such as technique, ligament balancing and restoration of proper kinematics. Patient factors include activity level and bmi. Implant factors can also contribute. In this case the use of a mega prosthesis in a relatively young patient can lead to polyethylene wear. Causes of implant fracture are also multifactorial including surgical technique factors with proper support for the implant and cementing technique as well as ligament balancing and restoration of kinematics. Patient activity level and bmi can also contribute. The removed should be submitted to stryker engineers for examination and evaluation to determine if any defects were present in the implant. Loosening of a cemented mega prosthesis is not unusual. The use of a heavy implant with cemented medium length stems can eventually result in loosening depending on the alignment, cement technique and patient activity level and bmi." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the femoral component and bushing p.e wear. A review of the provided medical records by a clinical consultant indicated: "this patient underwent what was most likely a tumor resection with implantation of a distal femoral and proximal tibial replacement with cemented stems. Approximately nine years after implantation the patient developed polyethylene wear and a fracture of the femoral component. Subsequently the patient developed aseptic loosening. I can confirm that the patient had a procedure with a tumor type prosthesis since I was able to see the x-rays. The x-rays are compatible with loosening of the femoral component. I cannot confirm any of the other surgeries because I have no documentation such as office notes, operation notes or sequential revision x-rays. The root cause of these events cannot be determined with certainty. [...] Loosening of a cemented mega prosthesis is not unusual. The use of a heavy implant with cemented medium length stems can eventually result in loosening depending on the alignment, cement technique and patient activity level and bmi." (No medical records were received pertaining to this loosening event that occurred in 2020) no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
First revision to distal femur due to mrh knee femoral bushing p.e. Wear, + broken metallic mechanical failure of lateral femoral condyle.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
First revision to distal femur due to mrh knee femoral bushing p.e. Wear, + broken metallic mechanical failure of lateral femoral condyle.